Event description:
New information received: diagnostic anomaly was observed during the device reprogramming.

Event description:
It was reported that when patient presented with a notification alert, patient was brought into clinic and back up bvvi mode was observed on the device. Patient reported chest pain. Device was restored to normal function. No further information available.